Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery/insulin flow blocked alarm noted during testing. Device was received with broken off the belt clip rails. The p-cap locks properly into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was experienced high blood glucose level. Customer¿s blood glucose level was 482 mg/dl at the time of call. Customer also reported that the insulin pump had insulin flow blocked alarm and the event was resolved by changing complete set. Customer stated that the belt clip rail was cracked. Troubleshooting was declined for high blood glucose. The insulin pump will be returned for analysis.